Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the irrigation failed. The issue was discovered two hours after inserting the device, after mapping both atriums, the device was temporarily removed from the patient¿s body and when the octaray was re-inserted. There was no pump used for the procedure. Dripping was performed by using a compressor bag. After dripping was confirmed, mapping was performed and the octaray was removed from the patient body. The device was then inserted again, and the irrigation failure was found. The medical team attempted to flush saline from the port on the catheter side but irrigation could not be made. The catheter was replaced and the issue resolved. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 24-apr-2024, the bwi product analysis lab was received for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the irrigation failed. The issue was discovered two hours after inserting the device, after mapping both atriums, the device was temporarily removed from the patient¿s body and when the octaray was re-inserted. There was no pump used for the procedure. Dripping was performed by using a compressor bag. After dripping was confirmed, mapping was performed and the octaray was removed from the patient body. The device was then nserted again, and the irrigation failure was found. The medical team attempted to flush saline from the port on the catheter side but irrigation could not be made. The catheter was replaced and the issue resolved. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed no anomalies or damage. An irrigation test was performed, and during the analysis, an occlusion was detected. Further analysis revealed that the irrigation tube was bent in the shaft area. A manufacturing record evaluation was performed for the finished device 31207892l number, and no internal actions related to the reported complaint condition were identified. Since the irrigation tube was found bent, this failure could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the irrigation tube bent condition could not be determined. The instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).